Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported error was not reproduced. E224 is caused by faulty communication between the cable and the processor. The cable failure temporarily resulted in poor communication, resulting in e224 (images not displayed). < confirmation of description of instruction manual > when the content of the instructions for shipment of the product was checked for breakage of the cable, the following description is provided. Therefore, it is concluded that indication phenomenon can be prevented. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an e224 scope communication error alarm. In addition, faded rear cover label and failure of the electrical circuit board were also found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head received an e224 scope communication error alarm (unable to recognize a subject), due to faulty cable, but image is present on the screen. The issue was found during preparation for use. There were no reports of patient harm.